Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following event was reported : "intraprosthetic dislocation between 28 mm metal head and pe 54/28 insert. Equipment implanted in (B)(6) 2017. Wear of the metal head. Update 05/june/2010 wg: as reported in adverse consequences details: sensation of dislocation clinical + metallosis per op by head wear. Obligation to change metal back : removal and return.